Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) handle cannula detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached. Evidence from the handle assembly process was noted in the handle cannula. The complaint was confirmed; however, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.